Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication can be possibly attributed to the patient's anatomy and use error. The stapler instrument and reload were discarded by the site and are not available for evaluation. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. A follow-up MDR will be submitted if additional information is received. The logs were reviewed by an isi failure analysis engineer (fae) and the following findings were observed: the tool table indicates sureform 45 curved-tip stapler instrument (part #480545-04, lot #t90220112-0182) fired 3 reloads (2 blue, 1 white). There was no stapler related errors in the available logs. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted right lower lobe pulmonary lobectomy procedure, the surgeon passed a sureform 45 curved-tip stapler instrument through an unspecified blood vessel which resulted in a tear injury to vessel branch of the right pa. The surgeon indicated that due to inadequate skeletonization of the target blood vessel, it was difficult to notice that the branch of the pa was lying behind the blood vessel when positioning the stapler. The procedure was converted to open surgery due to bleeding. There is no allegation that a malfunction of a da vinci system, instrument or accessory occurred.

Event description:
It was reported that during a da vinci-assisted right pulmonary lobectomy procedure, as the surgeon was trying to staple an unspecified blood vessel with a sureform 45 curved-tip stapler instrument, an injury to a branch of the right pulmonary artery (pa) occurred. The procedure was converted to open due to bleeding. The patient was discharged well on (B)(6) 2022. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the issue occurred with the fourth stapler fire, using a white sureform 45 reload when the surgeon tried to staple a blood vessel which was lying in front of a right upper lobe artery (branch of the right pa). The surgeon was unable to confirm the cause of the injury to the pa branch after watching the procedure video but thinks that when the tip of the stapler was passed under the unspecified blood vessel, it may have caught and injured the pa branch which was lying posteriorly, resulting in a tear injury to the artery. The surgeon stated that due to inadequate skeletonization of the target blood vessel, it was difficult to notice the right pa branch lying behind the blood vessel when positioning the stapler. There were no da vinci product issues or malfunction. There were no unexpected movements of a da vinci product which caused the injury. There were no error messages received and no issues with clamping the sureform 45 stapler instrument. There were also no obstructions in the jaws of the stapler instrument and the tissue was not calcified. The estimated blood loss was not disclosed. In addition, it is unknown how the surgeon was able to control the bleeding. There were no post-operative complications. No photographic image/video was available to isi for review. The stapler instrument and reload has been discarded.